Event description:
Complaint alleged that while attempting to defibrillate a patient, the device displayed a "bridge test failed" and "pacer fault 117" message. Complaint indicated that the patient subsequently expired.